Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy. Or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen. The physician stated that in his opinion, the pneumothorax was in no way related to the superdimension device.